Manufacturer narrative:
Exemption number (B)(4). The device problem is known and a recall was conducted in 2006 in USA (z-1162-06) with changes in the user manual and primary device labeling (warning sticker). The changes are reflected in the leica m520 oh3 english user manual (p. 19, art.# 10711894/version h). In the (B)(6) user manual, a warning label (if the field diameter is greater than the field of view and the light intensity is too high, uncontrolled tissue heating may occur outside of the area visible through the microscope. Illumination intensity must be minimum necessary.") Had also been added in the past. As a result of the 2 reported cases, the (B)(6) user manual will be modified to add the following information "(burns caused by maximum illumination intensity have been reported.)". The leica m520 oh3 has been phased out and the last leica m520 oh3 surgical microscope delivered was in december 2005. The case is one of the two cases described by dr. Masato takiwaki et al. In a published paper of practica oto-rhino-laryngologica 527,2012; 105:6. In september 2009, the patient underwent right tympanoplasty (variant type iii) under general anesthesia. For operations under a microscope, a surgical microscope (leica m520/oh3) with xenon light source (blue xenon 300w) was used. The operation time was three hour 36 minutes and max light amount of 6 was applied. Two hours and 45 minutes after initiation of surgery, erosion was observed at the back side of the auricle so that the amount of illumination was lowered to five because of suspected burn due to xenon light system mounted to the operating microscope. Blister formation at the back side of the auricle was noted after the surgery, and conservative treatment was done and epithelization was achieved within approximately 3 months.

Event description:
On june 5, 2012, leica microsystems (B)(4) received an complaint (published paper) stating that in (B)(6) 2009, formation of blisters on the rear ear was observed in a patient after undergoing a right tympanoplasty (variant type iii) under general anesthesia. A 30-day report on publication was submitted on july 5, 2012 to the (B)(6) competent authorities. On august 17, 2012, the manufacturer was informed that the complaint is a reportable malfunction .